Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9831 apollo serial/batch (B)(6) was returned for investigation. Functional testing could not be conducted as the device arrived for evaluation with the tip partially detached. Visual inspection noted that the tip partially detached. Signs of wear. The most likely cause of the reported failure is a user error. Dfu-0242-eor0_fmt_en. F. Warnings. 8. Do not contact metal objects while the rf probe is activated, as this may cause damage to the rf probe.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9831 apollorf i90 started to detach from the device's tip during a subacromial decompression procedure. The device was set to 9/2 and used for approximately two minutes. A new device was opened, and the case was completed with a one minute delay in the procedure. There was no harm to the patient, and no pieces broke inside the patient. This was discovered during use on (B)(6) 2024, with no reported patient harm.